Manufacturer narrative:
The locking screw (product code: 04.005.530 , lot number: unknown) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the threads were stripped. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was done due to post manufacturing defect. Document review: 5.0mm locking screw. Complaint confirmed? Yes, the device received was stripped. Hence confirming the allegation. Investigation conclusion: the complaint condition of stripped was confirmed for the locking screw (product code: 04.005.530 , lot number: unknown). Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent femur revision due to non-union and broken proximal femoral nailing system (tfna) long nail. The patient's status was good and a new proximal femoral nailing system (tfna) was implanted. Fragments were generated from the broken device and were easily removed. Procedure was successfully completed. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 40mm for im nails. This is report 3 of 3 for (B)(4).